Event description:
This pt was approx 4 months post-op. The plate and screws were intact. Pt was scanned as part of his normal protocol and surgeon noted that there appeared to be a non-union. His protocol is to do a revision in that event (even if plate and screws are intact). He noted that the tissue was fibrous in nature when it was removed. A sample was sent to the pathologist for review. It was replaced with an iliac crest autograft.

Manufacturer narrative:
On july 24, 2008, the quality group was performing an audit of the trufit bgs complaint files. During this review, quality noticed that this complaint was determined to be reportable (us and (B) (4)) but that there was no evidence that a medwatch report was ever submitted. No product is being returned for eval. (B) (4).